Manufacturer narrative:
Unit was received with no button response on the down arrow button due to corrosion on keypad traces. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to unresponsive keypad. Unable to download due to unresponsive keypad. Unable to verify pump error alarms, stuck button alarms or power error alerts/alarms due to unresponsive keypad. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture above up arrow button, cracked case on battery tube area, cracked reservoir tube lip, cracked retainer, peeling end cap address label, severe corrosion on force sensor assembly, severe corrosion on all electronic assemblies, corrosion on motor home switch and corrosion in battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had pump error alarm on insulin pump. The customer's blood glucose was 261 mg/dl. The customer stated that they were unable to complete pump rewind. Advised customer to revert to backup plan. The insulin pump will be returned for analysis.